Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 30 oct 2019. B5: no new information to report. D4: expiration date: 24 jul 2023. UDI: (B)(4). G4: 16 oct 2019. G7: follow up-2. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H4: 09 aug 2019. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device was received for evaluation. Visual inspection did not identify any signs of damage. Functional testing to recreate the reported event could not be performed due to the nature of the reported event. The reported implant removal due to infection could not be confirmed. A device history record (DHR) was performed for the reported device lot no deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review for the reported device was performed for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections have been updated: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an implant (bost513) was extracted due to infection at site location 19.